Event description:
The customer's mother reported that the customer was taken to the ER for a second time that day. The customer had a blood glucose in the 400-500 mg/dl range and had been vomiting all day. The customer was treated for nausea and given a prescription for ondansetron. The mother treated the high bg with a manual injection of insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.